Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that a patient with 33mm 6900ptfx pericardial mitral valve underwent redo mitral valve replacement after an implant duration of four (4) years, two (2) months due to heavy calcification. The patient initially presented with shortness of breath, chest pain, and syncopal episodes. The explanted valve was replaced with a non-edwards mechanical valve. The patient was noted to be doing well post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. Customer report of calcification was confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 on the outflow aspect and 1mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 2mm at commissure 1 and leaflets 1 and 2 by approximately 4mm at commissure 2 on the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Subvalvular apparatus was observed around the sewing ring. Sewing ring had multiple cuts around the valve and exposed metal band. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7-8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. No medical records were received. Based on the information available, the most likely cause is patient factors, including coronary artery disease and history of coronary artery bypass graft. An edwards defect has not been confirmed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: a1, a2, a3, b4, b5, d1, d2, d4, d9, g3, g6, h2. H3: evaluation summary: customer report of calcification was confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 on the outflow aspect and 1mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 2mm at commissure 1 and leaflets 1 and 2 by approximately 4mm at commissure 2 on the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Subvalvular apparatus was observed around the sewing ring. Sewing ring had multiple cuts around the valve and exposed metal band.

Event description:
It was reported that a patient with 33mm 6900ptfx pericardial mitral valve underwent redo mitral valve replacement after an implant duration of four (4) years, two (2) months due to heavy calcification. The explanted valve was replaced with a non-edwards mechanical valve.

Event description:
It was reported that a patient with an edwards surgical valve underwent redo mitral valve replacement after an approximate implant duration of four (4) years due to heavy calcification. The explanted valve was replaced with a non-edwards mechanical valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Customer report of calcification was confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 on the outflow aspect and 1mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 2mm at commissure 1 and leaflets 1 and 2 by approximately 4mm at commissure 2 on the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Subvalvular apparatus was observed around the sewing ring. Sewing ring had multiple cuts around the valve and exposed metal band. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Based on the information available, the most likely cause is patient factors, including hyperlipidemia, coronary artery disease and history of coronary artery bypass graft. An edwards defect has not been confirmed.

Event description:
It was reported that a patient with 33mm 6900ptfx pericardial mitral valve underwent redo mitral valve replacement after an implant duration of four (4) years, two (2) months due to heavy calcification with degeneration and severe stenosis. The explanted valve was replaced with a non-edwards mechanical valve. Per medical records, the patient initially presented with shortness of breath, chest pain, and syncopal episodes. Intraoperatively the prosthetic mv was heavily calcified and complete stenotic. The explanted valve was replaced with a non-edwards mechanical valve. The patient was noted to be doing well post procedure with excellent valve function. The patient was discharged on pod #9.